Event description:
Customer reported that the alarm sound intermittently. The customer changed the batteries with new ones and there was no change to the outcome. The customer reported there was no damage to the outside of the alarm case. This was discovered during set up prior to use therefore there was no pt incident or injury.

Manufacturer narrative:
Results: eval of the returned product found that there is corrosion in the battery compartment due to battery leakage. The hold/suspend button is missing. Warning label that goes across the two sides of the alarm is torn down the middle. When tested with a battery source the unit was tested a total of three times at 5 minute intervals. No intermittency observe at any point during each test. Hold function cannot be tested since the button is missing. Unit passes all other functional tests. Notes: instructions for use has warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service. (B)(4).